Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.